Event description:
It was reported that during the troubleshooting for a check patient line alarm on the homechoice device, the home patient noticed some air in their patient line. The patient was connected in dwell two, at the time of the reported event. The technical service representative advised the patient to end therapy and start over with all new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted